Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 20-may-2013, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(6), ubd: 01-dec-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (12 mg/ml) and morphine (10 mg/ml) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The hcp reported that the physician opted to permanently shut down the patient's pump because they were having too many issues with it. Per the hcp, there was a known issue with the catheter and a revision was required but the patient was not fit for surgery, so the physician preferred it just be shut down. During the call, the hcp mentioned the pump had run empty four days ago, but it was unclear if that was planned since they were shutting down the pump. The hcp stated that the patient was on dialysis and had since been supplemented on oral medications on which they were doing fine. The hcp gave consent and confirmed they understood that by entering in the pump off passcode that the pump could never be restarted.